Manufacturer narrative:
During routine preventive maintenance (pm), the infusion pump failed 30 psi occlusion test at 48psi. A review of the device's serial number history identified one similar complaint (B)(4). The failure mode is confirmed. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm), the infusion pump failed 30 psi occlusion test at 48psi. There was no patient involvement.